Event description:
It was reported during an unknown orthopedic procedure the skin stapler misfired staples, staples were not forming properly and then failed to feed against the anvil. There was no consequence to the pt. Jammed on the third firing and needed to be released from the tissue with a grasper. A third ems was opened to complete the case. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge in place, yes; lifter in place, yes; lifter spring in place, yes; nose weld intact, no; number of staples in nose, no; staple stack condition, normal; staples in stack, yes(18) and trigger position, normal. Functional tests & results: cleared staples from nose, no; instrument firing, yes; precock souund, normal, ratchet rib post, f, front/back, conforming; ratchet rib posts, m, rfront/back, conforming and ratchet ribs condition, male;female conforming. Analysis conclusion: based upon the inquiry info received, visual examination anf functional test, it was concluded that the reported device "would not fire" during surgery occurred due to a yielded cartridg nose weld which would not allow the staples to form upon delivery. The nose weld was inspected and found to be insufficient. The cartridge nose is welded during the assembly process. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.